Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a failed drawer and scanner. The customer reported that the malfunction occurred while the user was trying to issue the medication to the patient. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's drawer had previously failed. Upon arrival, the field service engineer (fse) confirmed that the customer had already resolved the issue. And the fse also discovered that the station's scanner had failed due to damaged scanner cable. The fse replaced the scanner cable, rebooted the system to resolve the issue. The system functioned as intended after the field service engineer repaired the device.